Event description:
Injections of "juvaderm voluma xc" by (B)(6), produced no results and I must question either the quality of the product and/or whether dr (B)(6) even injected me with that which he charged me (B)(6). I am in financial dispute regarding (B)(6) charged by dr (B)(6). I am waiting all my medical records from dr (B)(6) after consulting with counsel regarding a product liability and / or medical malpractice action against dr (B)(6). I have many more documentary materials including, but not limited to dr (B)(6) rebuttal to my dispute wherein he tries to justify his procedure and the lack of a quality product, to wit: the juvaderm voluma xc. Reason for use: facial cosmetic injectable gel filler.